Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, leaving display illegible and touchscreen unresponsive. Customer¿s blood glucose level displayed "HIGH" as a result, though specific value was unknown. There was no reported need for assistance from any third party. Customer gave a correction injection using daily injections and used this method as backup insulin therapy, while Technical Support arranged shipment of replacement pump.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.